Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced low blood glucose event on (B)(4) 2026. The blood glucose level was 79 mg/dl and the patient managed by intake of carbs. No further information is available.